Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer initially reported that the machine is hanging and the ECG leads are not functioning properly. Onsite support was dispatched to further evaluate the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer initially reported that the machine is hanging and the ECG leads are not functioning properly. However, it was later identified that the ECG readings were freezing. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.